Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is temporal relationship between ccpd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. However, there is no documentation which supports a liberty cycler set malfunction or product deficiency caused or contributed to the event. The patient¿s peritonitis event can be reasonably associated with touch contamination during pd therapy, as reported by the pd nurse.

Event description:
Upon review of medical records for a separate peritonitis event, it was revealed this patient on continuous cycling peritoneal dialysis had a past medical history of abdominal infection in (B)(6) 2018. During follow up, the peritoneal dialysis nurse confirmed the patient had peritonitis. The nurse reported the peritonitis event was associated with touch contamination during ccpd therapy due to the way the patient was connecting himself. The patient received antibiotic therapy (unknown drug, dose, route, frequency and duration). No further information was available.

Event description:
Upon review of medical records for a separate peritonitis event, it was revealed this patient on continuous cycling peritoneal dialysis had a past medical history of abdominal infection in (B)(6) 2018. During follow up, the peritoneal dialysis nurse confirmed the patient had peritonitis. The nurse reported the peritonitis event was associated with touch contamination during ccpd therapy due to the way the patient was connecting himself. The patient received antibiotic therapy (unknown drug, dose, route, frequency and duration). No further information was available.

Manufacturer narrative:
Correction: b1 & b2.

Manufacturer narrative:
Follow up 1 was inadvertently not previously submitted, therefore this file is being submitted as follow up 1.

Event description:
Upon review of medical records for a separate peritonitis event, it was revealed that this patient on continuous cycling peritoneal dialysis (ccpd) had a past medical history of abdominal infection in (B)(6) 2018. During follow up, the peritoneal dialysis nurse confirmed that the patient had peritonitis. The nurse reported that the peritonitis event was associated with touch contamination during ccpd therapy due to the way the patient was connecting himself. The patient received antibiotic therapy (unknown drug, dose, route, frequency and duration). No further information was available.